Event description:
The account alleged that the brake casters will lock but will still swivel. No report of injury.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.